Manufacturer narrative:
Product is no longer available to be returned.

Event description:
It was reported the patient received the following results within 10 minutes: 300 mg/dl, 200 mg/dl, and 125 mg/dl.